Manufacturer narrative:
(B)(6). Occupation: account manager.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed preventative maintenance checks after a year or less of use. The failure could have been an upstream, downstream or an air detector sensor failure. There was no patient involvement since the issue was discovered during preventative maintenance.